Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in the operating room for a lead revision due to dislodgment. During the procedure, the helix would not retract. The lead insulation was cut to allow a guide wire to access the inner lumen. Lead was explanted and replaced. Patient was well and will continue to be monitored normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.